Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Sn (B)(4). 8110 calibration required message. Biomed states unit was calibrated in dec2017. Received unit back and shows calibration required message again. Recommend to replace logic board since it may be losing it calibration values. Gave the cost for a level 1 and 2 repair. Biomed will further look into unit before sending in for repair.